Event description:
It was reported that during an unknown procedure, the end defector broke inside of the patient and the pieces were recovered. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was received with the upper jaw detached and not returned. In addition, the cable was cut off and the shaft cover was damage with all present. Due to the returned condition of the device (cable cut off) , no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.